Event description:
On 02/13/2006, the patient complained of chest pain and was diagnosed with acut myocardial infarcation (mi). Reportedly , three month later a graftmaster stent graft was used for a perforation in the 'lcx" (left circumflex) distal due to hemostasis." Since the implantation of the graftmaster stent, it was reported that the "patients condition had been well and there has been no particular follow-up prior to this event." It was also noted that the patient decided to stop taking the prescribed anti-platelet agents one(1) month prior to this episode. On 02/13/2006, an angiogram was performed which revealed: " an occlusion due to thrombosis around the proximal edge of the implanted graftmaster in the distal circumflex (dcs). A "thrombectomy with catheter" was performed to treat the occlusion. Reportedly, "the patient's coronary blood flow made a recovery and the procedure went well," it is unknown how long the patient stayed in the hospital during this event or what his present status is.